Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on at with a high blood glucose level of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they could not insert the infusion set prior to the hospitalization. The customer was assisted with troubleshooting the issue was sent new infusion sets. The customer did not return the product back for analysis.